Event description:
Complainant alleged that while attempting treating a patient, the device's display blanked out. The device was turned off and restarted with no problem. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation,and this complaint is still under investigation.